Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to the chlorine pump failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. This would help to prevent the use of a defective catheter." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the urethral catheter was tacky or very sticky at the insertion tip and not smooth. The user found the same issue more often. Per follow up information received on 19jan2021 the user did not put the lubricity on the catheter. In other catheter the user found with the same issue and put lubricity on it which was still tacky and caused injury to the patient. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urethral catheter was tacky or very sticky on the insertion tip, and not smooth. The user found the same issue more often. Per follow up information received on 19jan2021, the user did not put lube on the catheter. In other catheter, the user found with the same issue and put lube on it, which was still tacky and caused injury to the patient. No medical intervention was reported.